Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital with suspected noise on the rv lead. During interrogation noise was noted. Hv therapy was not delivered. Capture anomaly was also noted. The sense/pace portion of lead was capped and replaced. Defib portion remains active.